Manufacturer narrative:
H10. Internal reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2017, the patient experienced pain. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a oxinium fem hd 12/14 32mm +0, r3 20 deg xlpe acet lnr 32mm x and the r3 multi hole acetabular shell were exchanged. The sl-plus mia stem with ti/ha si is remained. Patient's current health status is unknown. No more information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices´ batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.